Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw (60121r1010) was prepared for use. However, while inserting the clip delivery system (cds) into the steerable guide catheter (sgc), resistance was encountered. The sgc was cds was then retracted into the sgc, but resistance was encountered. The cds was ultimately removed and replaced. A mitraclip xtw (51120r1042) was then inserted without issues. However, while testing the grippers in the left atrium, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed from the patient. The procedure was completed with two clips implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.